Manufacturer narrative:
Patient information is unknown. The 510k: this report is for an unknown screws: zero-p. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part return is unknown. Therapy date of concomitant device is unknown. Telephone number and address unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device reports an event in (B)(6) as follows: it was reported a cervical arthrodesis procedure was completed with a zero-p implant. As the screws were being inserted it was observed that two (2) insertion keys have damaged tips preventing the implants from functioning as intended. Concomitant part: 1 qty, unk - cage/plate: zero-p. This report is for an unknown screws: zero-p /unknown lot. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Devices malfunctioned intra-operatively. Devices most likely were not implanted/explanted. Address and phone number device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is a single use device, but device was not reprocessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.